Event description:
On (B)(6) 2012, the patient contacted animas stating that the down arrow and ok keypad buttons were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): the keypad cover was loose above the button contacts but intact. During testing, the ok, down arrow and contrast buttons were intermittently unresponsive and required multiple presses with increased force to engage; the up arrow button was responsive. During investigation, evidence of contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.